Event description:
It was reported that the customer was hospitalized due to high blood glucose and dka. Customer's blood glucose reading was over 700 mg/dl. Caller stated that the customer's insulin pump time was off by an hour. Assisted in checking bolus history and found that the last bolus administered was on march 15, 2014. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.